Event description:
It was reported that a patient was revised approximately six months post implantation due to instability due to fall (mcl injury). Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: a1, a2, a3, b4, b5, d2, g1, g3, g6, h1, h2, h6, and h11.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. Additionally, it is unknown the cause of the patient fall. This complaint is not confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product femur cemented (ps) standard left size 5 item# 42500605801 lot# 62010247 tibia cemented 5 degree stemmed left size d item# 42532006701 lot# 62281553 australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately six months post implantation due to unknown reasons. Attempts to obtain additional information have been made; however, no more information is available at this time.